Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm and power loss. The insulin pump received insulin flow block alarm. The customer received multiple pump error alarms. The customer was able to clear and rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the pump.

Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, dat test at 0.08710 inches and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. No pump error 23 alarms noted during test. Pump error 23 was noted in pump downloaded history on 05/04/2022 04:42:03. No pump error 75 alarms noted during test. Pump error 75 was noted in pump downloaded history on 05/04/2022 09:45:55. The electronic assemblies and motor assemblies were inspected and no anomalies noted. No, no delivery alarms noted during testing. No delivery alarm was found in the history files or traces on event date of 05/04/2022 03:15:50 during bolus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Force sensor zero offset is within specification 23.4mv. After finding loose connection on j6 connector and reconnecting the internal lithium backup battery connector on j6/pcb 1, the pump was monitored and functioned properly. The following were noted during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, damaged display window cover, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, and battery tube threads - cracked. Unexpected pump error 23 alarms confirmed in the pump history because of pump error 75 occurrences. No delivery alarm was not confirmed during testing. Pump error 75 alarms confirmed due to loose j6 connector. Unexpected battery power loss confirmed due to a lose connection issue with the j6 connector on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.